Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the failure due to unexpected stress applied to the cable by the user handling.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the diagnostic laryngoscopy the endoscopic image of the subject device was not displayed intermittently which might be caused by the problem of the camera cable of the subject device. There was no report of patient injury associated with the event.